Event description:
Hold for dnbd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 unable to connect to server account name: (B)(6) account #: (B)(6). Asset name: 8015 pc unit, a/b/g v9.5. Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6)/ biomed need assistance on 8015 sn (B)(6) unable to connect to server , this device was sent out to third party for repair. Biomed, transfer the nework configuration package but still unable to connect to server. Case resolution: I assisted (B)(6)/ biomed on 8015 sn (B)(6) unable to connect to server, resolution is to flashed the device to correct firmware version to 9.12, the vendor that repaired the 8015 device flashed it to v9.33 instead of v9.12 , biomed will send it back to the vendor that repaired the device and will ask them to flashed it to correct version 9.12, issue was resolved. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 13937113 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4)/ biomed need assistance on 8015 sn (B)(4) unable to connect to server , this device was sent out to third party for repair. Biomed, transfer the network configuration package but still unable to connect to server. Case resolution: I assisted (B)(4)/ biomed on 8015 sn (B)(4) unable to connect to server, resolution is to flashed the device to correct firmware version to 9.12, the vendor that repaired the 8015 device flashed it to v9.33 instead of v9.12 , biomed will send it back to the vendor that repaired the device and will ask them to flash it to correct version 9.12, issue was resolved. (B)(4).